Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to an unspecified issue. Patient was stable. Further information was requested but not received yet.